Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported flickering screen, no image during therapeutic laparoscopic procedure involving an olympus rigid video laparoscope. The procedure was completed with an olympus back-up device. There was no patient injury reported.